Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed fibrous debris adhered loosely to the hydrophilic coating over the length of the device. After wiping the device with a saline soaked gauze pad, the fibrous debris transferred to the wet gauze pad. Bends were located over the distal 3.5cm. The specimen coating appears visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x ¿ 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable. Microscopically the coating over the entire length of the guide wire appears smooth and consistent with wear and abrasion consistent with clinical use scattered over the length of the guide wire. The diameter and length of the guide wire were measured and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6), 2011. It was reported that during a peripheral stenting treatment procedure difficulties were encountered while advancing the guide wire though a stent. The physician attempted to advance the 0.035in x 260cm zipwire hydrophilic guide wire through a stent, however, this attempt was unsuccessful. The physician used a different guide wire to complete the procedure. No patient complications were reported and the patient's status is unknown. Additional information has been requested and is not available. The device analysis revealed fiberous debris adhered to the hydrophilic coating along the entire length of the guide wire.